Event description:
It was reported by repair work order that the when the zoom is engaged the unit will move in the opposite direction. Upon inspection of the unit by the service technician, it was identified that there is a zoom control failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.